Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a high blood glucose (bg) level (over 600 mg/dl) overnight. A bolus of insulin was delivered to address the bg level. The customer did not know what the cause of the high bg was. A pump system check was performed and no device issue was found. Later that day, the customer changed the infusion set site and the cannula was not inspected for damage prior to discarding it. The customer's bg had been declining (464 mg/dl),